Event description:
It was reported that while using the device during a routine angiography case, a right coronary artery dissection occurred. The pt was then transferred to surgery. No add'l info was available. The device will not be returned for evaluation since it was discarded by the hosp.